Event description:
An aneurx abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approx two years ago. Vessel morphology was reported as mild to moderate calcification and tortuousity; an aortic neck angulation of 70-80 degrees; an unk aortic neck diameter. At a recent follow-up visit, the CT showed a proximal type I endoleak, without migration. The physician placed an endurant cuff and another MFR's stent, which corrected the type I endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak). Results and conclusions: (aortic neck angulation of 70-80 degrees).